Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 76 (non-recoverable system error - inlet water temperature sensor out of range ¿ low resistance) occurred. It was noted that the there was no patient involvement. The symptoms were detected during the equipment inspection. Per additional information via email from ibc on 08nov2023, the device did not sent in for a bd-approved facility for evaluation. It was stated that the issue was resolved by replacing the circulation pump. It was also stated that the first they replaced a manifold and they tested the device but flow rate was zero and they replaced a circulation pump. It was noted that the there was zero flow rate problem therefore they replaced a circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t3 thermistor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 76 (non-recoverable system error - inlet water temperature sensor out of range ¿ low resistance) occurred. It was noted that the there was no patient involvement. The symptoms were detected during the equipment inspection. Per additional information via email from ibc on 08nov2023, the device did not sent in for a bd-approved facility for evaluation. It was stated that the issue was resolved by replacing the circulation pump. It was also stated that the first they replaced a manifold and they tested the device but flow rate was zero and they replaced a circulation pump. It was noted that the there was zero flow rate problem therefore they replaced a circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t3 thermistor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that alarm 76 (non-recoverable system error - inlet water temperature sensor out of range ¿ low resistance) occurred. It was noted that the there was no patient involvement. The symptoms were detected during the equipment inspection. Per additional information via email from ibc on 08nov2023, the device did not sent in for a bd-approved facility for evaluation. It was stated that the issue was resolved by replacing the circulation pump. It was also stated that the first they replaced a manifold and they tested the device but flow rate was zero and they replaced a circulation pump. It was noted that the there was zero flow rate problem therefore they replaced a circulation pump.